Event description:
The manufacturer received information alleging the humidifier is not heating, the patient also stated that he was getting nose bleeds due to not receiving any humidification related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
D3-manufacturer name, city and state was corrected and updated which was incorrect in the follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the humidifier is not heating, the patient also stated that he was getting nose bleeds due to not receiving any humidification related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the customer stated that they have old device and declined to respond the other gfe related question. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 was corrected by capturing operator of device which was missed in initial report. Section h6 updated in this report.